Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient was implanted with a trial evoke spinal cord stimulation (scs) system. The procedure and initial programming were completed without issue, and the patient was discharged. The saluda representative called the patient later that evening, and the patient reported significant improvement in pain. The following morning, the saluda representative was informed that the patient had died overnight. The cause of death is currently unknown and autopsy results are pending at the time of this report.

Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The lead was not returned to saluda. The patient had reported adequate pain relief following trial system implantation, and no device deficiencies or malfunctions were alleged. The cause of death remains unknown. The manufacturing records were reviewed and the product met all requirements for release.